Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of 443 mg/dl. Customer¿s blood glucose level was 219 mg/dl at the time of incident. Customer noticed that the cannula was bent at the infusion set. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did alleged insulin pump was under delivering because his blood glucose did not came down. The insulin pump and reservoir was not returned for analysis.